Event description:
Heartmate ii left ventricular assist device (lvad) presented with pump stops. Waveform analysis revealed concern for short to shield within the driveline. Patient was discharged at that time with recommendations to use battery-power, or to use an ungrounded cable when connecting to ac power. 3 months later, patient again presented with pump stops and underwent splice repair of the external driveline. Abbott analysis of the removed portion of driveline revealed a damaged orange wire.